Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose at time of incident was 145 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer would like to return the set and reservoir for analysis. The customer reported tthe alarm occurred during manual pprime. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer agreed to return product and advised that we would send replacement.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion testing, and no occlusions were noted.